Manufacturer narrative:
Evaluation summary: the analysis results showed that one ems instrument was received with the staple stack misaligned due to an insufficient cartridge weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap hernia procedure, the device did not staple. Unformed staples fell out of instrument. Removed out of situs. No further info is available. There was no pt consequence.